Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient uses t slim pump and experienced flushing, diaphoresis, and fatigue. The cgm was reading 74 mg/dl and the blood glucose reading by the fiance was 22 mg/dl. The patient was given glucagon by the fiance and recovered after treatment. The patient was okay during the call 2 months later. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.